Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out (cto) as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no internal battery shorting occurred. Partial lithium-severing was seen in turn 2 leading to reduced anode surface area and consistent with the high battery impedance measured upon receipt. The device was returned due to excessive charge time (ect) and charge time out (cto) alerts. These charge timeouts resulted from increased battery resistance induced by observed lithium-severing.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that end of service (eos) was triggered on the cardiac resynchronization therapy defibrillator (crt-d) due to a charge circuit timeout. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.